Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 19 while attempting to load a cartridge. Another cartridge was used and the alarm reoccurred. The customer was to use insulin injections to manage diabetes. The customer's blood glucose at the time was 68 mg/dl; however, the low bg was not due to the alarm 19, but was caused by being very active that day.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified. No hardware issues related to the reported low blood glucose were identified. A different issue was identified.